Manufacturer narrative:
Product complaint # (B)(4).if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, and the following was obtained: lot number? Rebeqt, rebcxx.. Procedure name and date? Coronary artery bypass grafting; 2021.12.14. How was the product purchased? Authorized dealer purchase. Is there an indication of how the product was distributed? Normal distribution. Is there any indication of the source? (B)(4). Based on the packaging, is there any indication of which market the original genuine product may have come from? (B)(4). Was the device used on a patient? If so, was there any patient consequence? Not for patients. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Event reported via: 2210968-2022-00321.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. Before use on patient, it was reported that the suture diameter is different from two different lot. On the product outer packaging. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 2/10/2022. H3 investigation summary: one sealed packet of product code m649g was returned for analysis with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packets. The product code should be multistrand and each straight-pack folder must contain four strands single-armed. Has been no change or differences to the physical characteristics of the steel suture or the needles for the m649g product. Ms/4 and m/4 mean multistrand 4 (count). M/4 was an effort made to make the labeling more global but was later dropped. All labeling was switched back to ms for multistrand packs. In order to evaluate the conditions of the returned sample, the packet was opened, and the swage and attachment area was noted to be as expected. During the visual inspection, the steel sutures were correctly placed on the folder. Sutures were dispensed without problems and examined along the strand and no defects or damage on the steel suture could be observed. The diameter was measured and meet the requirements for a steel suture diameter 6¿. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Photo analysis: after visual analysis of the image received. Two packages were observed and the results appear to be within ethicon's requirements. The product code for this complaint must be m649g. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Event reported via: 2210968-2022-00320 and 2210968-2022-00321.